Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated; the returned device was tested for a duration of 8 hours in attempt to reproduce the error. The evaluation noted rubbing rupture break and chipping of rubber parts (peeled on packing cab) due to physical/chemical stress. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the camera was generating error "e216." The problem, as reported to olympus, occurred during an endoscopic carpal tunnel repair procedure. The intended procedure was completed after a 5 minute delay using a different device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error message (e216) was unable to be duplicated and the root cause of the error message was unable to be identified. Olympus will continue to monitor field performance for this device.